Event description:
It was reported that oversensing in the iegm was observed during follow-up approx. 46 months after implantation. Furthermore, a slow increase in stimulation impedance was noted. The lead was capped. During the procedure, the ICD was also replaced.

Manufacturer narrative:
The lead complained about was not returned for analysis. This report therefore refers only to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The device status was mos1. The charge amount drawn from the battery matches the measured battery voltage. There was no indication of a device malfunction. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.